Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that a patient was experiencing ¿lots of spasms¿ and an unknown catheter issue was suspected. An x-ray was done on (B)(6) 2015 and a spiral CT (computed tomography) scan was planned. A dye study had been planned for (B)(6) 2015 to rule out the pump (the healthcare professional (hcp) thought the issues were related to the patient¿s multiple sclerosis), but patient cancelled the dye study. The patient was alive with no injury at the time of this report. The pump was used to infuse baclofen (lioresal). Follow up was conducted to obtain further information. Should additional information be received it will be added to this event.